Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: one photo and three samples were received by our quality team for evaluation. From the photo, the team was unable to observe foreign matter as the picture is not clear. The samples were subjected to visual inspection and no foreign matter was observed on the needle hubs of the samples. Therefore, the team is unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation a root cause could not be determined due to the incident not being verified. H3 other text : see h.10.

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter in the hub on 3 occasions before use. The following information was provided by the initial reporter: black speck in hub in 2 units and hair/fluff on hub of newly opened needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter in the hub on 3 occasions before use. The following information was provided by the initial reporter: black speck in hub in 2 units and hair/ fluff on hub of newly opened needle.